Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for hyperglycemia and diabetic ketoacidosis three years ago while wearing the pump. The patient's blood glucose at the time of her ER visit exceeded 300 mg/dl. She stated that she felt dizzy and wanted to vomit. Her blood glucose was treated with IV drip and manual insulin injections. She stated that her blood glucose would run high if she used the wrong stretch marks for her insertion site. She no longer uses the pump she was hospitalized with but stated that her blood glucose has been running high on her current pump, too. The customer primarily uses manual injections for diabetes treatment, and was unable to troubleshoot since she did not have the pump with her and was busy at the time of call. The customer was advised to call back to troubleshoot. No products were returned or shipped.